Manufacturer narrative:
Device evaluation results: one bivona tracheostomy tube was returned for investigation in used condition. There has been only one lot manufactured for the provided part number, zt20bn85zsz081n. One device was built and shipped on 11 march 2020. A review of the only device history review (DHR) for the provided part number determined that the returned device was not zt20bn85zsz081n, but the complainant's previous part number zz18bn85zzz121n, which had been manufactured multiple times with the last lot being manufactured in december of 2019. The provided part number haf a swivel connector, a different curve and a larger proximal foam cuff than the device that was returned. The returned device had a spt connector, a standard curve, and a smaller proximal cuff. Visual inspection of the proximal-cuff airway line confirmed that the red wing plug was missing. There was evidence of adhesive and remnants of red silicone (red wing plug) still attached to the airway line. Based on the examination of the airway line, the investigation determined that the red plug was torn from the airway line and did not pull off due to lack of adhesive or the presence of paraylene coating on the portion of the airway line that was inserted into, and attached to the red wing plug. The customer reported product problem was confirmed and attributed to a user issue. This was established as the root cause.

Event description:
It was reported that the red connection of the foamcuff got loose from the tube. No adverse patient effects were reported.